Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer experienced high blood glucose levels (386 mg/dl). Customer performed troubleshooting and did not see insulin coming from tubing, and reportedly smelled insulin at the luer lock. Customer is using apridra insulin.